Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. There is evidence from the user's ilet report of maladaptive behavior indicating failure to use the device properly and in accordance with the user guide and device training by not announcing meals and overtreating hypoglycemia, indicated by periods of prolonged hyperglycemia as well as hyperglycemia following hypoglycemia. A meal announcement was made during the hypoglycemic event which likely further contributed to the severity of the hypoglycemia. And alerts were not consistently marked as acknowledged which also may have contributed to the event severity.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/13/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user was hypoglycemic between 8:30 am and 1:14 pm, with a recorded low of 39 mg/dl according to the beta report. The user is currently off the ilet and plans to meet with their healthcare provider (hcp) to discuss their options. The user expressed a desire not to continue using the ilet and declined to elaborate on the hospitalization or engage in troubleshooting or further discussion related to the event.